Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the reported problem was verified through the evaluation. The alternating current component (accomp) printed circuit board (pcb) and the acrylic cover that protects the board were noted to be damaged. To correct the condition, the accomp pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke was observed and a burnt odor was noted during prime on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.